Manufacturer narrative:
The device was returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was a gap on the bending section rubber bonding. There was leakage on the bending section rubber pin-hole and the bent distal end. There was a crease on the connecting tube. There was corrosion on the connector. The device protector was broken. Dot was displayed on the screen due to the broken ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that there was dirt on the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Moisture invaded the device and led to corrosion of the light guide lens. The corrosion remained as a stain inside of the light guide lens. If significant additional information is received, this report will be supplemented.